Manufacturer narrative:
Catalog # 72400024, lot # 1000101043, balloon fgs 61-70 cm; device incontinence mechanical/hydraulic. Catalog # 72404127, lot # 1000130175, control pump fgs iz; device incontinence mechanical/hydraulic.

Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) due to no fluid in the system and the patients incontinence returned. The device was found to have a suture through the tubing.